Manufacturer narrative:
The investigation for the pump stop has been completed. The data logs were reviewed and an impella defective alarm was observed. No pump stop occurred. Pump never activated. The returned pump was run in a basin of water and the pump operated to specification. The cause of the impella defective alarm upon startup was most likely use related since the returned pump operated to specification. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 81yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that after the pump was prepared with sodium bicarbonate and placed in the graft an "impella defective" alarm popped up. Pump was immediately taken out and a new one prepped and inserted. There was no patient harm reported.